Event description:
It was reported that a review was requested for an episode involving an inappropriate shock. A boston scientific (bsc) technical services (ts) consultant reviewed the event and indicated that the episode was consistent with sense b noise, based on the presence of non-physiologic signals. The ts consultant discussed potential causes of sense b noise with the caller. It was noted that the primary and alternate sensing vectors are no longer viable. As a result, evaluation of the secondary vector is recommended, and programming to this vector should be considered if appropriate sensing can be achieved. If the secondary vector is not acceptable or becomes unsuitable over time, electrode replacement may be required, either at that time or in conjunction with future device replacement. The system remains implanted and in service. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.